Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: radifocus, sheath: terumo semi-long 6f sheath. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the subclavian vein with no tortuosity, mild calcification and 90% stenosis. An 8.0 x 20 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced for pre-dilatation. The balloon of the pta balloon catheter was inflated once to 6 atmospheres for 30 seconds. After deflation, it was thought that the balloon failed to rewrap tightly because the balloon was unable to be retrieved through the semi long 6f non-abbott sheath. The sheath and the pta balloon catheter were removed from the patient anatomy together as a single unit. The procedure was successfully completed with an additional non-abbott sheath and the deployment of a 9.0x 19 mm omnilink stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the refolds were compromised after positioning and inflation within the 90% stenosed lesion, such that the balloon did not refold properly or possibly bunched after deflation due to the anatomy contributing to resistance during removal; however, this could not be confirmed. It was reported that the armada 35 was being used to treat the subclavian vein. It should be noted that the armada 35 instruction for use, states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. It could not be determined if the off-label use contributed to the difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.